Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. Device not returned

Event description:
Patient reported joint loosening and audible noise following primary triathlon left knee surgery. Patient stated that symptoms started "immediately" following the (B)(6) 2020 surgery and that the knee was"never good". Patient stated she feels the loosening and did not state whether her surgeon confirmed the loosening. Patient stated that the joint noise is heard when she moves her "toes up and down".